Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16704. It was reported the patient experienced ineffective therapy due to lead migration of the left l4 (lot number: ab2213) and left s1 (lot number: ab2097) drg leads. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the left l4 drg lead was explanted and replaced. The left s1 drg lead was repositioned to further address the issue. Effective therapy was established post-operatively.